Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. No conclusion can be drawn at this time. The non-needled end was broken. The circumstances and amount of force required to cause the breakage could not be determined. The single 25cm suture segment did not account for the entire 45cm suture product, so a complete examination was not possible. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2011 and continuous suturing was used on the skin. The suture broke during use. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.